Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Reportedly, the patient used an alternative site prep. Reportedly, the patient did not wash and dry their hands prior to taking their fingerstick measurement for calibration. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. Labeling indicates: use optional skin adhesives (mastisol¿, skintac¿) as part of your insertion site preparation to help keep your sensor pod attached. Apply the skin adhesive after you selected and cleaned your insertion site. Use circular motions and create an ¿o¿ outline, making sure you don¿t get any skin adhesive inside the outline. Let the ¿o¿ dry based on skin adhesive manufacturer¿s instructions. Once dry, your skin may feel slightly sticky. Labeling indicates: before you take a blood glucose value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your meter or test strips.